Event description:
Staff were placing a central line. An angiocath was threaded over a guide wire but when the guidewire was withdrawn, it was noted to be unraveled. Cath and guidewire were removed completely and a new site for cvc was used in the lt femoral under ultrasound guidance.